Manufacturer narrative:
The customer declined to have their glidescope avl video baton 3-4 returned for evaluation and disposal. Since the glidescope avl video baton 3-4 was not returned to verathon for evaluation, the root cause of the event could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image on the screen looked like "snow" and there was no image visible. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.